Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user could not see drops during the infusion process until realizing the cartridge had not been placed in the chamber; after reinserting the cartridge and restarting the process with a steel 6 mm contact/detach infusion set, drops were visible and the set was inserted and filled, though the user reported multiple occlusions earlier in the day and a blood glucose of 318 mg/dl. Symptoms included hyperglycemia without ketone testing, alerts, assisted care, or medical intervention. Outcomes included transient impact requiring monitoring guidance and continued self-management without hospitalization. Investigation included customer service troubleshooting and user education on correct cartridge insertion, infusion set placement, anchoring, and fill cannula steps. Investigation of this case revealed use error related to omitted cartridge insertion during setup and a history of same-day occlusions, with no device alarms reported and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to confounding occlusions and user setup error.